Event description:
Patient underwent prolift procedure, for moderate pelvic prolapse, followed by severe and debilitating pain in the pelvic muscles, vagina and thighs bilaterally. Unable to abduct thighs after procedure. On continual high dose analgesics without improvement. Unable to have intercourse or wear anything but loose clothing due to hypersensitivity of genital area. Problem was unresponsive to trial of physical therapy. After seeking care at tertiary referral center, underwent two subsequent removals in the o.r. - eventually, all 4 arms of mesh were removed. Extremely slow improvement of severe vaginal / pelvic floor muscle pain and tenderness even after removal of mesh. The initial prolift was also complicated by 2 small anterior vaginal mesh erosions, although these were asymptomatic in comparison to above described pain symptoms that were due to passage of the mesh arms through muscle. During revision, there was no abnormality seen with respect to the positioning or tensioning of the mesh -appeared to be placed per guidelines / teaching of the co-. Patient was previously active, but after the procedure and during the process of having it revised, was unable to exercise or walk comfortable for over a year. Dates of use: four months in 2006. Diagnosis or reason for use: pelvic organ prolapse, vaginal prolapse. Event abated after use stopped: yes.